Event description:
Hcp reported devices were removed due to infection. The devices were explanted and returned to the MFR for analysis. A follow-up report will be sent when additional info is received.